Event description:
Event description guidant received information that the rate/sense portion of this implantable transvenous defibrillation lead exhibited a steady increase in pacing impedance and threshold values. The pacing lead impedance was over 2000 ohms.